Event description:
It was reported that there was a paint defect. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the paint was a little damage in one of the corners. Functional inspection confirmed the reported issue. The root cause of the reported issue was found to be manufacturing problem or bad handling. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).